Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the company's clinical consultant was calling because the arctic sun device in ICU was giving an alarm 77 non recoverable system error. Tried rebooting device but alarm returns immediately upon power up. Advised this device needs to go to biomed for evaluation and potential repair. Clinical consultant stated hospital has 2 other devices that were missing fill tubes and mentioned one had issues with flow. Noted that water flow rate (wfr) issues are not related to the water level. Clinical consultant asked if could remove the fill tube from device giving alarm and use with other devices. Walked through removal of fill tube. Noted that biomed would remove fill tubes from devices and keep in the shop to prevent nurses from overfilling device. Encouraged to follow up.

Event description:
It was reported that the bd clinical consultant calling because the arctic sun device in ICU was giving an alarm 77 non-recoverable system error. Tried rebooting device but alarm returns immediately upon power up. Advised this device needs to go to biomed for evaluation and potential repair. Clinical consultant stated hospital has 2 other devices that were missing fill tubes and mentioned one had issues with flow. Noted that water flow rate (wfr) issues are not related to the water level. Clinical consultant asked if could remove the fill tube from device giving alarm and use with other devices. Walked through removal of fill tube. Noted that biomed would remove fill tubes from devices and keep in the shop to prevent nurses from overfilling device. Encouraged to follow up with biomed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an open t4 thermistor. The device was evaluated upon receipt. Alarm 77 (non-recoverable system error) seen due to failed temperature sensor harness. Installed test t4 thermistor to continue decontamination. Replaced temperature sensor harness. Preventively replaced coin cell. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections made to tab(s) d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bd clinical consultant calling because the arctic sun device in ICU was giving an alarm 77 non recoverable system error. Tried rebooting device but alarm returns immediately upon power up. Advised this device needs to go to biomed for evaluation and potential repair. Clinical consultant stated hospital has 2 other devices that were missing fill tubes and mentioned one had issues with flow. Noted that water flow rate (wfr) issues are not related to the water level. Clinical consultant asked if could remove the fill tube from device giving alarm and use with other devices. Walked through removal of fill tube. Noted that biomed would remove fill tubes from devices and keep in the shop to prevent nurses from overfilling device. Encouraged to follow up with biomed. Per review of wo notes, discussed this was either due to a faulty chiller or a failed thermistor. Stated they would provide a quote for a tank harness with loaner.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be identified. Tried rebooting device but alarm returns immediately upon power up. Advised this device needs to go to biomed for evaluation and potential repair. Per review of wo notes, discussed this was either due to a faulty chiller or a failed thermistor. Stated they would provide a quote for a tank harness with loaner. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: b, d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.